Manufacturer narrative:
Were no activated clotting times reported. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. During ablation phase, after multiple radiofrequency applications, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded approximately 1500 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient was still hospitalized for observation and in stable condition at the time of complaint update. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. There is no sheath information. Generator parameters at the time of injury included power control mode with temperature cut-off of 50 degrees celsius. Power was not titrated. Generator settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow was set at 30 ml/min. It was noted that there was no heparin in the patient¿s system, as the procedure was right-sided. There